Event description:
Information was received indicating that an internal leak was noted to a smiths medical level 1® fast flow system. There were no reported adverse effects.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in fair physical condition. Functional testing found a leak in the o-ring block 2, confirming the reported customer complaint. The problem source has been determined to be normal wear and tear. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.